Event description:
During a left knee arthroscopic procedure to repair a torn meniscus using the arthrocare turbovac 90 wand, a piece of the metal from the tip of the wand broke off. The piece was viewed under fluoroscopy, and the physician was unable to retrieve the piece. This device is a cautery instrument in which the pt does not have to be grounded and the tip is metal. A photograph was taken of the defective device and the item was saved for further examination. This device is marketed and made specifically for use with orthopedic cases, including arthroscopies. The pt outcome was fine.